Event description:
The customer reported that the interconnect cable insulation was compromised and there was a broken cross arm brake.

Manufacturer narrative:
(B) (4). The ge svc rep found the roll pin for handle sheered off. He replaced the cross arm break assembly and found the insulation was compromised on the interconnect cable. He replaced the interconnect cable and confirmed that the cross brake locks and unlocks as well as holds cross arm. He confirmed that the system will boot-up, make and save fluoro images. The system is operating as intended. (B) (4) 06/09/2009.